Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of intermittent noise. Technical services recommended testing to determine the source of the noise. There were no additional adverse patient effects. The system remains implanted.